Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal to mid right coronary artery (rca) with 75% stenosis, a non-abbott guide catheter was placed and a balance middleweight universal ii guide wire was advanced to the lesion. Pre-dilatation was performed with a non-abbott balloon catheter. A 3.5x23 xience v stent delivery system (sds) was advanced to the mid rca; however, the xience v sds could not advance further inside the non-abbott guide catheter and approximately 40 cm proximal to the very distal end of the bmw universal ii guide wire. The non-abbott guide catheter was replaced with a new non-abbott guide catheter; however, the same issue occurred. Reportedly, there was no resistance felt during removal of the xience v sds after either unsuccessful attempt to advance over the guide wire. The bmw universal ii guide wire was withdrawn without resistance and was replaced with a non-abbott guide wire and the 3.5x23 xience v stent delivery system was re-inserted, advanced and implanted without any issues in the mid rca. Reportedly, there was no visible foreign material present on the bmw universal ii guide wire; however, 40 cm proximal to the tip of the guide wire the outer diameter of the hypotube appeared to be larger than usual. A 3.5x18 xience v stent was implanted in the proximal rca. Post dilatation and intravascular ultrasound (ivus) were performed to complete the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Return device analysis revealed a ball of blue fibers on the core at the proximal end of the hypotube. Reportedly, the physician was not aware of the fibrous matter; however, believes it may be that the fiber may have caught with the guide wire after removal from the body. No additional information was provided. Evaluation summary: the device was returned for analysis. The resistance with the sds was able to be confirmed; however, the irregular appearance could not be confirmed. Based on a visual, dimensional, and functional inspection and chemical analysis of the returned device, there is no indication of a product deficiency. The chemical analysis noted that the fibers resembled a type of cellulose fiber and polyester, which can be from wipes, gowns, or other garments. Follow-up information received from the account noted that the physician was unaware of any fibers on the device and believes that the fibers may have caught on the guide wire during removal from the patient anatomy. It is possible that the reported large outer diameter of the guide wire was the noted fibers; however this could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.